Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a single low out of range shock impedance measurement of zero ohms. It was noted that the patient has a stimulator and electromagnetic interference (emi) was the suspected cause. All subsequent measurements were noted to be stable and within normal limits. This product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
.

Event description:
Additional information was received that an additional low out of range shock impedance measurement of zero ohms was observed due to electromagnetic interference (emi) from a brain stimulator that the patient has placed near the device. Monitoring will be continued. No adverse patient effects were reported.